Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that after multiple attempts were made to detach the microplex embolization coil in an aneurysm, the coil only partially detached from the pusher wire. After 1 cm of the coil had been retracted, the coil detached in the microcatheter. The pusher wire was removed from the microcatheter and a guidewire was used to push the detached coil into the aneurysm sac. There was no reported patient injury.